Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. (B)(4).

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have expanded. The battery was removed from service and a replacement was sent. No patient injuries are associated with this event.

Manufacturer narrative:
(B)(4).